Event description:
It was reported to philips that the flex cardio system failed to start on a azurion 7 b12. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Steps for further troubleshooting were provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).